Event description:
A malfunction alarm 20 was reported with the pump, and it occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support resolved the issue by arranging a replacement pump and provided instructions for the customer to use manual daily injections as a backup therapy. The customer was also instructed on how to prepare the pump for return using a pre-paid label, which was acknowledged and understood.